Manufacturer narrative:
A field service engineer (fse) evaluated the instrument at the customer's site and found a leak from cut tubing through pinch valve (pv66). He replaced all tubing associated with pv66, which resolved the leak. The instrument ran without leaks and all repairs were verified per established service procedures. (B)(4).

Event description:
The customer reported a leak of approximately 5 ml from a coulter hmx hematology analyzer with autoloader during normal routine operation. The fluid was a mixture of cleaner, sample waste and reagents. There were no errors or system messages reported in conjunction with the leak. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection with the event. There was no impact to patient results or controls. The customer was wearing personal protective equipment (ppe) consisting of gloves at the time of the event. There was no report of injury or biohazard exposure to open wounds or mucous membranes.